Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of five (5) years, six (6) months due to severe symptomatic bioprosthetic truncal valve stenosis, moderate ar and mild pulmonary stenosis. The patient presented with exertional chest pain, doe, bradycardia, and exercise intolerance. A successful tavr was performed with a 20mm 9600tfx valve. The patient was discharged home in stable condition on pod # 4.

Manufacturer narrative:
H10 : additional manufacturer narrative: added additional information to b5, and clinical code to section h6. H11: corrected data: corrected investigation and conclusion coding to section h6.

Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. In addition, other patient risk factors such as the patients younger age at implant likely contributed to this event. This patient was around (B)(6)-years-old at initial time of implant. Per the instructions for use, the safety and effectiveness of the magna ease aortic bioprosthesis model 3300tfx has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure, hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis, marfan's syndrome),children, adolescents, and young adults. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of five (5) years, six (6) months due to severe symptomatic bioprosthetic truncal valve stenosis, moderate ar and mild pulmonary stenosis. The patient presented with exertional chest pain and exercise intolerance. A successful tavr was performed with a 20mm 9600tfx valve. The patient was discharged on pod # 4.